Event description:
During a colonoscopy, a small sessile polyp was removed. The pt returned the next day complaining of an undisclosed symptom. The cat scan done showed a few bubbles of air in the wrong place. The pt was admitted and treated with antibiotics and observed. The pt was discharged next day stable to home. Physician confirmed the device performed as expected.